Event description:
The sales representative reported that in 2008, the surgeon did a revision surgery to remove the ardis implant. The surgeon did not replace the implant. On an unknown date the patient had an x-ray performed and it was identified that the implant had migrated. The original surgery that was done on level l5-s1 was performed in 2008.

Manufacturer narrative:
Device manufacture date is unk. A review of the device history record is not able to be performed as the device was not returned nor the lot number provided. The sales rep indicated the surgeon does not compress on a tlif procedure, so the implant can back up on the entrance tract. Review of the surgical technique for ardis indicates to apply compression to the implant prior to final locking the pedicle screw construct. The investigation determined the cause for the revision surgery to remove the migrated implant was use error: improper technique to not apply a load to the implant by compressing prior to final locking the pedicle screw construct.